Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy and cataract combination surgery, an ophthalmic forceps did not open well. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are additional complaints with the same event code associated with it but the lot did not exceed the minimum threshold limit for at least one month. The sample was returned to the manufacturing site and the investigation is concluded based on the sample evaluation described below. The sample was received at the investigation site in the inner (of the bigger revolution dsp articles) and outer blister and the cover foil showing the lot information. The product shows macroscopically visible signs of damage, specifically, deformation of the forceps arms. The sample exhibits some surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the forceps deformation cannot be determined. Since the product has been handled by the user, it cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event can not be determined conclusively. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).